Event description:
Reporter stated the blood glucose monitor has provided inaccurate bolus advice for the past 4-5 days. The patient's blood glucose was 9.9 mmol/l (178.2 mg/dl) at 11:35 a.m. On (B)(6) 2014, and she ate 60 grams of carbohydrates. The expected bolus recommendation was 6.0 units; however, 12.0 units was recommended. The blood glucose monitor was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).